Event description:
Lv acuity 4554 capped: lead manufactured by boston scientific. Case: (B)(4). / pe (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).